Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during threshold testing for this device, the test did not stop when commanded leading to a ten second pause for the patient. Boston scientific technical services discussed that this was likely the result of a telemetry issue. There were no adverse patient effects reported. The device remains in service.